Manufacturer narrative:
The customer¿s report of tubing set with hole ¿tear¿ and leaked was confirmed. During visual inspection of the set received it was observed immediately that the silicone segment had a tear near the upper fitment. During functional testing a leak was immediately observed coming out from the silicone tubing. Pressure testing confirmed the leak. The root cause of the tear could not be definitively determined. Patient age and dob requested but not provided, however, the customer stated that the patient was a neonate patient.

Event description:
It was reported that a puddle of fluid was found on the neonate patient's floor in the nicu. Upon assessment, it was found that the tubing set had a hole in the silicone segment that allowed IV fluids to leak onto the floor without the pump alarming. The customer further stated that it is unknown how much of the medication that the neonate patient received.